Event description:
After placing another co's drug coated stent, the pixel was advanced into another vessel and was inflated to nominal pressure, but the pressure automatically dropped. The balloon could not be inflated again and the stent was not optimally deployed. Six other balloons were used in an attempt to further deploy the stent, but they were unable to pass through it, therefore the stent was left without further post-dilating. After finishing the procedure, while still in the operating room, the pt died. The pixel is not believed to be related to the pt's death.